Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. During a test shock, a high out of range shock impedance measurement of greater than 120 ohms was observed. Surgical intervention was performed and the high voltage cable conductor was confirmed to be externalized. The rv lead was abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that only the terminal segment of the lead was returned severed approximately 25 centimeters (cm) from the terminal end. Multiple abrasions were noted on the insulation of terminal legs (is-1 and df-1 distal) but none were through. Multiple abrasions noted on the trilumen insulation but only on through to the high voltage (hv) lumen - inspection of the distal hv cable showed the cable insulation is intact, not abraded through, no conductor exposed; abrasion were located approximately 17 cm from the terminal end which appeared to be lead-on-lead contact. The electrical allegations made against the lead were not confirmed, the returned segment resistances measured normal and passed hipot test indicating no electrical shorts between the conductors.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. During a test shock, a high out of range shock impedance measurement of greater than 120 ohms was observed. Surgical intervention was performed and the high voltage cable conductor was confirmed to be externalized. The rv lead was abandoned and replaced. No additional adverse patient effects were reported.